Event description:
A report was rec'd that the pt's entire precision sys was explanted due to not providing adequate pain relief and discomfort. The pt is reportedly doing well.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the mfg documentation of the explanted ipg found no anomalies and deviations potentially related to the event occurred during mfg.